Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 460 mg/dl and ketones considered dangerous resulting in an emergency room (ER) visit. Cause of bg/ketones was not known. Blood work was performed while at the ER. Customer left the ER the same day with bg of 398 mg/dl. Troubleshooting was performed and insulin was not observed to be dripping out of the cartridge tubing indicating a blockage. Reportedly, the customer reverted to insulin pens for diabetes management.